Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power switching occurred on one battery. It was noted the there was a random, audible beep on the controller and then the battery in question would switch over to the opposite power source when the capacity was greater than or equal to 25 percent. Servicing was performed on the battery, resolving the issue, and it remains in use. The patient is a participant in the vad thoracotomy trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. A power source lubrication procedure was performed in to mitigate the reported conditions and the battery remains in use. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. However, the reported beeps are most likely attributed to momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.